Manufacturer narrative:
(B)(4).

Event description:
It was reported that the temporary pacing catheter line to inflate the balloon was missing when the doctor wanted to reposition the catheter to regain signal capture. This was 1 or 2 days after the insertion and the temporary transvenous pacer (ttvp) was working very well until it had to be repositioned. The catheter was then replace by another ttvp. There was no report of patient death, serious injury or complications.

Event description:
It was reported that the temporary pacing catheter line to inflate the balloon was missing when the doctor wanted to reposition the catheter to regain signal capture. This was 1 or 2 days after the insertion and the temporary transvenous pacer (ttvp) was working very well until it had to be repositioned. The catheter was then replace by another ttvp. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "catheter line to inflate the balloon was missing" is confirmed. The extension line for the inflation lumen was noted missing and separated from the catheter junction hub. The root cause of the separated extension line is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint is isolated; we have no other reported complaints. This will be monitored for any developing trends. No further action required at this time.